Event description:
It was reported that on (B)(6) 2018, the patient had his ams700 inflatable penile prosthesis (ipp) replaced due to fluid loss. A15cmx12mm ams700 lgx device was implanted. No patient complications were reported in relation with this event.